Manufacturer narrative:
(B)(4). Peritonitis was medically confirmed by the nurse. On an unreported date, the patient was discharged from the hospital. Peritoneal dialysis therapy was permanently discontinued (previously reported as temporary). The patient was switched to hemodialysis. At the time of this report, the patient remains on hemodialysis therapy and had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. On an unreported date, the patient was hospitalized for the peritonitis and another indication. Treatment was not reported. On unreported dates, the patient's pd catheter was removed and the patient was transferred to temporary hemodialysis. At the time of this report, the patient remained hospitalized for the event. No further information was provided regarding the outcome of the peritonitis event or whether dianeal/extraneal therapies were ongoing. No additional information is available.